Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed an infection. Patient's device system located on the right side and a capped right ventricular lead located on the left side were explanted due to the infection. Since the infection was on the left side of the body, it was suspected that the infection was from old device explant procedure on (B)(6) 2018 or wound care after the procedure. The infection has caused renal failure and the patient was intubated. Patient's condition was deteriorating.